Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply line and a supply bag became disconnected during set-up for peritoneal dialysis therapy. The patient was not connected at the time of the event. The technical services representative assisted the patient to restart the set-up. There was no patient injury or medical intervention reported. No additional information is available.